Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was displaying the message `pc'. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010, the patient noted the reported meter was displaying `pc' on the display; he was unable to obtain a blood glucose reading. The patient used his backup meter to test his blood glucose levels. On (B)(6), 2010, the patient experienced the symptom of frequent urination. The patient increased his basal rate of insulin using the pump. The patient did not seek any medical attention. The patient did not use any software to download the meter, which might have triggered the `pc' message to be displayed. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient was able to test his blood glucose levels using a backup meter, and adjusted his insulin accordingly. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2010. The ICD had been successfully interrogated in the box prior to the implant. During the implant procedure, the induction was performed without any problem, and measurements as well. The programmer froze when trying to apply previously stored parameters. The programmer was disconnected to force a power down, and was then restarted.